Manufacturer narrative:
Received medical records for update on com-(B)(4), and noted within the records that the left hip asr products had been revised but not reported. The left hip was revised for gradually worsening pain and metallosis. Review of the medical records indicated within the revision operative note that her joint had a "moderate amount of cloudy fluid within" and "diffuse metallic staining throughout the soft tissues". Post-op diagnosis was labelled "failed left total hip replacement secondary to acetabular component recall and metallosis". The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records for update on (B)(4), and noted within the records that the left hip asr products had been revised but not reported. The left hip was revised for gradually worsening pain and metallosis. Review of the medical records indicated within the revision operative note that her joint had a "moderate amount of cloudy fluid within" and "diffuse metallic staining throughout the soft tissues". Post-op diagnosis was labelled "failed left total hip replacement secondary to acetabular component recall and metallosis".